Event description:
On january 14, 2022, an ad-tech clinical specialist reported an issue that occurred when ad-tech's drill bit locked into a drill sleeve guide. The case proceeded with a backup drill and there was no report of patient harm.

Manufacturer narrative:
This MDR is being filed past the 30-day timeframe due to insufficient information provided in the initial complaint report. On march 30, 2022 it was discovered that the user facility was using an ad-tech dsg that was knowingly not returned as part of the referenced recall. The exact lot information is unknown. Based on sales history there are 3 possible UDI: (B)(4).